Event description:
Lasik corrective eye surgery was performed on both eyes. After the surgery rptr's eyes became very dry and itchy. Although the itching went away, his eyes are very dry to this day. This causes his eyes to burn and requires eye drops daily. One month after the surgery he noticed a significant number of floaters in both eyes. The floaters are very distracting and disturbing. The floaters are permanent.